Manufacturer narrative:
Company representative evaluated the systems's wireless transceiver. Corrections included replacement of the system's main board and power supply. System was tested to factory's.

Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No pt injury was reported.